Manufacturer narrative:
The returned meter (B)(6) was investigated with retained test strips. Visual inspection has been performed on the meter, no failure modes were observed. Meter powered on with button depression and test strip insertion. Unexpected characters were observed during scrolled through all the settings. Meter was de-cased and perform visual inspection. Liquid contamination was observed on the pcba (printed circuit board assembly). Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported there were missing segments on the display of the customer's adc device and was therefore unable to see values on the screen. As a result, the customer experienced symptoms of asthenia, tremors, and hunger. The customer was given fruit juice and cookies for treatment by parent. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported there were missing segments on the display of the customer's adc device and was therefore unable to see values on the screen. As a result, the customer experienced symptoms of asthenia, tremors, and hunger. The customer was given fruit juice and cookies for treatment by parent. There was no report of death or permanent impairment associated with this event.